Manufacturer narrative:
B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "comparison of four aortic bioprostheses: hancock ii vs. St jude trifecta vs. Carpentier-edwards perimount magna vs. Magna ease¿mid-term results (compare savr study)". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "comparison of four aortic bioprostheses: hancock ii vs. St jude trifecta vs. Carpentier-edwards perimount magna vs. Magna ease¿mid-term results (compare savr study)", was reviewed. The article presented a retrospective, single center study that compared short and long-term outcomes and survival of the four most commonly used aortic bioprostheses. Devices included in the study were trifecta, hancock ii, perimount, and magna ease. The article concluded that the 5-year mortality rate was significantly higher in the hancock ii group compared to the other bioprostheses. In contrast, trifecta, perimount magna, and magna ease had similar 5-year mortality rates. [The primary author was natalia bajorek, department of medical education, center for innovative medical education, jagiellonian university medical college, krakow, poland. The corresponding author was radoslaw litwinowicz, department of cardiac surgery, regional specialist hospital, ul. Doktora ludwika rydygiera 15/17, 86-300 grudziadz, poland, with corresponding email: radoslaw.litiwnowicz@bieganski.org]. The time frame of the study was from 2009 to 2019. A total of 1589 patients were included in the study, of which 374 patients received an abbott trifecta device. In the trifecta group, the average age was 68 years old and the majority gender was female. Comorbidities included coronary artery disease, heart failure, hyperlipidemia, hypertension, atrial fibrillation, chronic lung disease, diabetes, diabetes insulin dependent, renal impairment, pulmonary hypertension, extracardiac arteriopathy, and smoking history.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta procedure were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, heart failure, hyperlipidemia, hypertension, atrial fibrillation, chronic lung disease, diabetes, diabetes insulin dependent, renal impairment, pulmonary hypertension, extracardiac arteriopathy, and smoking history. Some of the complications reported were death; these complications are anticipated for the procedure and subject population. However, a more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death was estimated. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: comparison of four aortic bioprostheses: hancock ii vs. St jude trifecta vs. Carpentier-edwards perimount magna vs. Magna ease¿mid-term results (compare savr study).